Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 05/22/2015 with the following findings:investigation revealed that the display screen was dim, fading, and discolored. Additionally, the display lens was cracked. (B)(6)

Event description:
The pump was returned for investigation. Investigation revealed that the display screen was dim, fading, and discolored. This report is made based on results of investigation completed on 05/22/2015.